Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unknown date in the same month as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (dose, frequency, route, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date the following month, the vancomycin treatment was discontinued, the patient was deemed recovered from the peritonitis event, and was discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.